Event description:
In the process of contacting the pt to notify them that their device may be nearing end of service, it was discovered that the vns therapy has not helped the pt at all and that the pt has fewer seizure-free days since vns implant. It was reported that pre-vns, the pt would have approx 8 seizure-free days after a bad night of seizures. Since implant, the pt now has only 3 or 4 seizure-free days after a bad night of seizures.